Event description:
It was reported that the patient had inappropriate shocks. The shocks were due to the oversensing of noise. The patient was lying in the bed with a computer tablet at the time of one of the shocks. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services discussed some options with the caller. The device sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.